Event description:
It was reported there was an occlusion error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. Upon further investigation, found that the lens was scratched, the upstream occlusion seal was buckled, and the chassis gaskets were torn and corroded. These were replaced and the dso/uso sensor was calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.